Event description:
Report also alleges pt has spasms, swelling, sleep disturbances, visual disturbances, dizziness, memory loss, dry mucous membranes, cholesterol problems and increased white blood count.